Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of warning lamp of the emergency light lit up was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source warning lamp of the emergency light was lit during a periodic inspection. The device is used in a urological examination once or twice a month. The customer presumed that the warning function of the emergency light was out of order. The customer further stated the warning lamp was on but the emergency light had never been used. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was confirmed. After the power was turned on, the emergency lamp on the front panel blinked. Input voltage was confirmed. Other functions were confirmed. It was determined that the emergency light warning lamp blinked due to a faulty emergency light since input voltage was normal. The cause of failure could not be identified. The following verbiage is identified within the operation manual, which may help prevent the phenomena: ¿clv-s190/instructions. Phenomenon: the emergency lamp indicator blinks. Possible cause: the emergency lamp has blown or failed. Solution: immediately turn the light source off, unplug the power cord from the wall mains outlet and the power inlet, then contact olympus.¿ olympus will continue to monitor field performance for this device.